Event description:
Olympus med sys corp (omsc) was reported that the user facility detected that the proximal end of the three flaps were missing when the doctor retrieved the stent. The pt is reportedly in hospital and there was no report of pt injury.

Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed that three flaps at the duodenum side were missing and flaps at the bile duct side were not broken. The distal ends of bile duct side were not broken. The distal ends of broken parts were not extended. As the result of checking the manufacturing record of the same lot, nothing abnormal detected. Thus, omsc considers that pt's internal environment caused the breakage of the flaps. The device instruction manual has warned users that there is a possibility of the breakage of flaps. This report is being submitted as a medical device report in an abundance of caution.